Event description:
Baxter mexico reports a leak at the "union" of the transfer set and the baxter titanium adapter with four transfer sets. Noted during use with no pt injury or medical intervention required.